Event description:
It was reported that a patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted due to the device not functioning properly. Upon inspection, it was found that there was a crack in the tubing connecting the pump to the left cylinder. A new ipp was implanted, and no patient complications were reported.

Event description:
It was reported that a patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted due to the device not functioning properly. Upon inspection, it was found that there was a crack in the tubing connecting the pump to the left cylinder. A new ipp was implanted, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at of these inflatable penile prosthesis (ipp) cylinders at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump did not find evidence of leaks or misalignment. Functional testing found that the pump did not pass activation testing. Based on the information available and analysis results, the pump did not meet product specifications and is the most probable cause for the reported event; therefore, the conclusion of cause traced to component failure was chosen.